Event description:
It was reported that the patient's replacement generator also began to extrude (captured in MFR report # 1644487-2021-01273) and was "rejecting the generator again". Per the surgeon's office there were 3 potential causes of the extrusion, the patient having an allergic reactions to the sutures (since the first sign was a small hole around the suture), the location of generator was causing the extrusion (the patient's incision ends under the arm and holds her arm over it), or third, that the skin was too devascularized at the incision area. No further relevant information has been received to date

Manufacturer narrative:
Device evaluation is not necessary as the extrusion and wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient has an incision which has opened up since vns surgery and the battery is exposed. The patient was seen in the operating room to wash out and replace battery since it was now contaminated. A review of device history records showed that both the generator was sterilized prior to distribution. No additional relevant information has been received to date.